Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. No date of the incident was given, for that reason the last history files from 2022-09-27 to 2022-09-29 were investigated. No anomalies inside the history files could be detected. A visual inspection was performed. The cover caps on the screw pillars, and the technical seal on the lower housing were intact and undamaged. The lower housing part showed a pressure point. Furthermore, the device showed no visible damaged parts. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,38 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,08 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,78 bar (should be: 1,8-2,5 bar). Pmin: is: 1,61 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,68 bar (should be: >1,2 bar). The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. Flow rate inspection : (infusomat space line safeset from customer) a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,39%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in finland: "underinfusion". Customer statement: "noradrenaline infusion should be going and nothing happens in the drip chamber. The drip does not drip from the infusion bottle through the drip chamber into the tubing. The infusion pump does not give alarm. Infusion rate 80ml/h. Boluses are given to test. There is still no drip in the drip chamber. The pump/tubing is not working. Lot: 22e22e8st2. Please test the tubing and pump together ! Perfusor pump was taken and another infusion line and infusion started."